Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented in the hospital with complaints of pain and sensation of heat across the chest. The pain was reproduced with high output ventricular pacing. The rv lead was explanted and replaced. The patient no longer reported the symptoms after the lead was replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.